Manufacturer narrative:
(B)(4). The cause of the leak was determined to be an inadequate bladder crimp due to an issue during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multi-rate infusor leaked from the tip of the bladder. This occurred during filling of the device with an unknown drug(s). There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Lot number 13c022 was manufactured march 15, 2013 - march 18, 2013. The device was received for evaluation. Visual inspection of the unit noted fluid inside the housing which indicated leakage has occurred. A functional leak test was subsequently performed in order to identify the exact location of leakage. Green color water was filled inside the bladder. After fill, leakage was observed coming out at one side of the bladder crimp. The reported leak condition was therefore confirmed. A batch review has been conducted which revealed product met all of the acceptance criteria for release. The batch record was reviewed and a non-conformance potentially related to the reported condition was identified. During manufacturing a failure was identified in one of the units required for the final functional test, which had an internal leak from the bladder. Analysis determined it to be a leak at the bladder crimp. Additional units were tested with no failures found. A similar leak condition was observed during the execution of final product inspection and testing of lot 13c039. One unit was observed with an internal leak. Additional units were tested with no leak found. The number of leaks found was within acceptable limits to release the lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A batch review will be conducted. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.